Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: " palpitations, racing heart, pressure in the chest, shortness of breath, acne, dry skin, tiredness, joint pain, headache. A rupture of both devices is suspected. The lymph node in one armpit is active (enlarged?). There is a permanent inflammation in the body. The devices are also suspected of causing bia alc."

Event description:
Patient reported "palpitations, racing heart, pressure in the chest, shortness of breath, acne, dry skin, tiredness, joint pain, headache." Suspected rupture and "there is a permanent inflammation in the body. The devices are also suspected of causing bia alcl." This relates to unknown side. Unknown if the device has been explanted.